Event description:
Philips received a complaint on an intellivue mmx indicating that the non-invasive blood pressure (nibp) measurements is inaccurate and erratic. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Bench repair was recommended and initially the incorrect device was returned; however, after returning that device, the correct device was returned under a different work order, indicating they are not able to obtain nbp readings as the device stops taking in are to the correct pressure. Analysis was performed philips bench repair technician which included functional testing. The results of the analysis indicated that the nbp failed to initiate. The connector block has a damaged nbp port. Based on the results of the analysis, the allegation of inaccurate measurement was not confirmed, however, the device failed to measure. It was determined that the product has malfunctioned and the most likely cause of the reported problem was damaged nbp port on the connector block. The issue was resolved by replacing the nbp pump assembly and connector block. After repair, the device was calibrated and tested to meet philips standards. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.